Event description:
It was reported that, "right knee poly exchange. The pt had both knees replaced at the same time. The implants were fine at his one year check. Three years later, at his next check up the doctor said everything was still fine. (B)(6) 2011, while the pt was getting out of a car, the right knee popped out without pain. It continued to pop in and out. After another consult, an x-ray was taken and it appeared to be in place. When he returned to his original surgeon for a consult he was advised that the knee had to be revised. When the poly was removed, it revealed that a post was broken. This pt would also like to know if any of his implants were recalled."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that, "right knee poly exchange. The patient had both knees replaced at the same time. The implants were fine at his one year check. Three years later at his next check up the doctor said everything was still fine. (B)(6) 2011, while the patient was getting out of a car, the right knee popped out without pain. It continued to pop in and out. After another consult, an x-ray was taken and it appeared to be in place. When he returned to his original surgeon for a consult he was advised that the knee had to be revised. When the poly was removed it revealed that a post was broken. This patient would also like to know if any of his implants were recalled."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.